Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the case number. Age, gender and weight details were not provided. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. H3:-other: the retrieved material is available, but was not returned yet. After return and receipt, an engineering investigation will be conducted. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a physician experienced an unusual incident last week following the implantation of a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) in the popliteal artery. It was stated that on the day after the procedure, a very long, thin fiber-like structure (approximately 30 cm in length) was identified within the treated artery during a follow-up ultrasound examination. The material was not radiopaque and therefore not visible under fluoroscopy/x-ray but was clearly detected by sonographic imaging. Subsequently, the foreign material was successfully retrieved using a snare technique, without apparent complications. The retrieved fiber has been preserved for further evaluation and analysis. Based on its visual appearance and material characteristics, we suspect that the fiber may have originated from the implanted vsx device, as it appears like fibers associated with the device. Further assessment is warranted to determine the origin of the retrieved material and to evaluate any potential device-related manufacturing or integrity issues.